Event description:
It was reported that the pt complained about a strong background noise problem with his left processor since (B)(6). All external parts were checked. The dib coil retained satisfactorily and the skin flap appeared to be healthy. No accident or trauma were reported. The pt was advised not to use the processor anymore. Re-implantation surgery is scheduled for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.